Event description:
New information received on july 03, 2019 noted that the programming change was made. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, oversensing was noted on a stored electrogram due to post-paced t-wave oversensing. No intervention was made. The patient was discharged.